Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they frequently get low readings in the "40's", like that morning it was reading "47 and 42", even though their implantable pulse generator (ipg) setting is set at sixty. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient physician that the symptoms were not related to a malfunction of their ipg.